Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient who used a bard biocath catheter from a bard tray had 2 catheters fall out with deflated balloon.